Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed high, out of range shock impedance measurements. The ICD and the rv lead remain in service. No adverse patient effects were reported.